Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cable on the maryland dissector instrument was observed to be broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis evaluation found that the instrument has a broken grip cable at the snakewrist. The cable segment sticks out at the snakewrist. The snakewrist does not exhibit excess damage or markings. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.